Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported bubbles inside her reservoir when trying to change infusion sets. When she is trying to prime her insulin pump, it tells her to rewind. The insulin pump alarms no delivery. An infusion set change did not resolve the issue. Customer's blood glucose is 239 mg/dl. In troubleshooting, insulin exited the tubing when manually pushed. The insulin pump did not alarm no delivery. Customer was unsure if she rewound her insulin pump with the reservoir still inside. She is going to change her infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.